Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 268 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The customer changed both reservoir r and infusion set. The pump worked as designed. No further information was provided.

Manufacturer narrative:
Reliability analysis evaluated one opened reservoir. Inspected the reservoir, snap cap, and septum for anomalies, and none were found. After testing, no insulin leaks were noted.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.